Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to changes in the patients morphology which resulted in small r-waves. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to changes in the patients morphology which resulted in small r-waves. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.